Manufacturer narrative:
Device evaluation: 1 unit of lot number c2318889 of echo-19 was returned for evaluation, in its original packaging. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 06th of january 2026. Visual inspection: device returned without stylet. Distal end of sheath examined and observed to be damaged. Distal end of needle examined and the tip of needle observed to be damaged/kinked functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. The reported failure was observed. Photographic evidence was provided to support the investigation. Damage to the distal end of the sheath was observed in the first image. The second image shows the device removed from its packaging, including the lidstock with associated product label for identification. Manufacturing records: prior to distribution all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2318889. A review of the manufacturing records for echo-19 of lot number c2318889 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive cause could not be determined from the investigation. However, a potential root cause may be attributed to the endoscope being positioned in a bent/flexed configuration, as indicated in the additional information, resulting in an unfavorable orientation. This positioning may have caused the difficulty during needle advancement. Resistance encountered during advancement may have led to the application of excessive force while attempting to advance the needle resulting in the needle tip damage/kink and subsequent damage to the distal end of sheath. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: needle tip broken. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A potential root cause may be attributed to the endoscope being positioned in a bent/flexed configuration, as indicated in the additional information, resulting in an unfavorable orientation. This positioning may have caused the difficulty during needle advancement. Resistance encountered during advancement may have led to the application of excessive force while attempting to advance the needle resulting in the needle tip damage/kink and subsequent damage to the distal end of sheath. Complaints of this nature will continue to be monitored for similar events. The complaint is confirmed based on visual and/or functional inspection.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 05-feb-26

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: user advanced the device into endoscope while found out the needle tip broken. User changed to another one to complete the procedure. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Updated on 10dec2025 (B)(6): 1. Are images of the device or procedure available? Yes. 2. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? 3. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) distal end of sheath split. 4. Was gaining access to the target site difficult? No. 5. Was puncture of the targeted site difficult? No. 6. Was resistance felt while inserting the device through the scope? No. 7. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement difficulty. 8. Was the endoscope in a flexed or twisted position at any time during the procedure? Bent. 9. Was the device used in a tortuous position? Normal digestive tract duodenal pathway. 10. Was the stylet partially removed when advancing the needle into the target site? Needle cannot be advanced. 11. Was difficulty experienced while retracting the needle? No. Act before removing the needle from the patient? Needle cannot be advanced. 12. Was it possible to be fully retract before removing the needle from the patient? Needle cannot be advanced. 13. How many samples were obtained (passes completed) with this needle? 0. 14. Did any section of the device detach inside the patient? No. 15. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Needle cannot be advanced. 16. If not with the device in question, how was the procedure performed and/or finished? Changed to another needle. 17. Did the patient require any additional procedures as a result of this event? No. 18. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? With another needle to complete the procedure.